Event description:
This system was explanted due to infection on (B)(6) 2012. While explanting the system, the physician found a 4x4 sponge in the pocket. At implant, the shock impedance was 57 ohms, but for the last year, the shock impedance was greater than 150 ohms. There was no sign of a lead malfunction other than the out of range shock impedance, and there was no visible sign of damage at explant. The physician speculated that the out of range impedance might be related to the 4x4 sponge found in the pocket.